Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps were "faulty and iodine was falling out". This was observed prior to patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.